Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One certain® 4, 5, 6mm(d) implant driver tip ¿ short (iipdts) and one certain® 4, 5, 6mm(d) implant driver tip ¿ long (iipdtl) were not received by zimmer biomet. Returned items are iipdtul and iipdtus and not as reported iipdts & iipdtl. Returned items have no apparent malfunction as they can engage, retain and disengage with an in-house compatible implant as intended. A follow up was completed and the customer cannot confirm that the return items are iipdtul and iipdtus. As the customer did not know and was unsure, the reported devices (iipdts and iipdtl) were updated to be not returned and the iipdtul and iipdtus were added as associated devices. Additionally, one unknown biomet implant remains implanted in good condition and has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported products (iipdts & iipdtl) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported product (iipdts & iipdtl) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event (complaint category keyword: does not disengage) for the implant a DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown biomet implant) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the unknown biomet implant as no device information was provided. Therefore, based on the available information, device malfunction could not be verified for the reported devices and the reported event (does not disengage/release) was non-verifiable for the reported devices

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID: not provided. Patient age: not provided. Patient gender: not provided. Patient weight: not provided. Catalog number and lot number: not provided. Device manufacturing date is unknown.

Event description:
It was reported that the driver tip got stuck when placing the implant. The procedure was finished using new ordered driver tips and implant is in good condition.